Event description:
It was reported that the brake handle on the 9600 system was broken. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cross are lock and handle were replaced during the service call. The system was tested and found to be working as intended and put back into service.